Event description:
No updates required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, it is possible that protein deposits inside the valves affect the function of the shuntsystem and led to a malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
An aesculap employee saw the post on (B)(6), that a shuntsystem was implanted in 2012 and possible the device prosa or progav. According to the complainant, the patient underwent a revision procedure due to occluded catheter. Additional information was not provided but has been requested.